Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl and 293 mg/dl at the time of incident. Customer also stated that the different blood glucose levels was 252 mg/dl, 302 mg/dl, 314 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was in trouble that insulin pump was not delivering insulin very well. Customer was performed high pressure test and it was passed. The customer was treated with insulin pump and injections. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.